Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure and was reportedly doing well following the procedure. The explanted ipg and percutaneous lead were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and percutaneous lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure due to pocket pain.

Event description:
A report was received that the patient will undergo an explant procedure due to pocket pain.